Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hole in the inflation funnel. A new kit was opened to complete the procedure. Device was not used on patient.

Event description:
It was reported that there was a hole in the inflation funnel. A new kit was opened to complete the procedure. Device was not used on patient.

Manufacturer narrative:
Manufacturing review: the device history records (DHR) review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one 20 fr tri-funnel replacement gastrostomy feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The sample was returned with a leak emanating from the inflation arm tubing. Examination of the leak site revealed a split in the tubing 5 mm distal to the port housing. The manufacturing site performed an evaluation of the sample, as follows: per visual evaluation no defects were found. Per functional evaluation it was attempted to inflate the balloon with 20cc of a mix of tap water and blue methylene using a syringe and water leak was found in the inflation arm below the valve assembly. Drawing for the mold was reviewed in order to determine whether the reported defect was located near the injection point of the mold. The reported defect was confirmed as manufacturing related, as the section where the defect occurs matches with the section where the injection point is located. Given the location of the split, it can be surmised it occurred during the manufacturing process. Therefore, this investigation is unconfirmed for deflation, cause unknown and confirmed for feeding tube break. The investigation indicates that the failure is resulting from feeding tube break, and the cause appears to be manufacturing related. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.